Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, hardware error alarm confirmed in the insulin pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm and also had beep anomaly. The customer¿s blood glucose level was 4 mmol/l at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was passed. Customer reported they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. Troubleshooting was performed. The insulin pump will be returned for analysis.